Manufacturer narrative:
(B)(4).

Event description:
It was reported the guidewire was stuck in the central venous catheter (cvc). The wire could not be removed from the cvc. No patient harm. This was the second device used on the patient with this issue. The first device is captured in MDR report# 3006425876-2022-00444. A third set was used without problem.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the guidewire was stuck in the central venous catheter (cvc). The wire could not be removed from the cvc. No patient harm. This was the second device used on the patient with this issue. The first device is captured in MDR report# 3006425876-2022-00444. A third set was used without problem.